Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the incident. The customer was performing a diagnostic procedure, which was completed by restarting the system and conditioning the tube. The philips field service engineer (fse) inspected the system and found that the system was unable to perform fluoroscopy. Upon troubleshooting, the fse identified that exposure via the hand switch was interrupted and could not be maintained continuously. Error logs revealed multiple faults related to the generator and x-ray tube, including out-of-range current, a short circuit on the point (power inverter), and arcing within the tube during conditioning. Manual exposures above 95 kv failed, despite the filament test passing. Intermittent tube grid defect warnings were also observed. The hivo (high voltage transformer) was found to be in poor condition, and the point inverter was determined to be faulty. To resolve the issue, as part of corrective actions under supplementary services proactively through analytics, the hivo was replaced. The ht plug was inspected and found to be in good condition. X-ray tube conditioning and adaptation were successfully completed. The cooling unit and x-ray tube were flushed, refilled with new oil, and de-aerated. The system was working up to 95 kv(kilovolts) max; however, to gain full functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.